Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. A supply change was performed to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. As a result of the occlusion, customer's blood glucose was "high" per continuous glucose monitor readings and was addressed with a manual injection.